Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 2 of 3. Per the home patient (hp), she cleared the alarm and had tried to set up the hc again with the same bag. The hc then alarmed check lines and bags. The hp then turned off the hc and completed therapy using manual supplies. The technical service representative explained the alarms and asked if any of the bags had come undone. Per the hp they had not, and the hp stated that she was putting medication into the bag. The tsr asked the hp to call global technical service when she is having an alarm in the future. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.